Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was planned to be explanted and replaced due to normal battery depletion. During the ICD replacement, this left ventricular (lv) lead could not be retrieved out of the ICD header after loosening the screw. The screw cover was completely removed and it was unscrewed until the lead tip was visible. The lv lead was unable to be retrieved. After multiple attempts to pull the lv lead, it ripped apart with the lead plug remaining in the device header. All the other leads were able to be retrieved without any complication. Subsequently, the lv lead was surgically abandoned and the lv port of the new device was plugged. The patient will continue to be monitored. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was planned to be explanted and replaced due to normal battery depletion. During the ICD replacement, this left ventricular (lv) lead could not be retrieved out of the ICD header after loosening the screw. The screw cover was completely removed and it was unscrewed until the lead tip was visible. The lv lead was unable to be retrieved. After multiple attempts to pull the lv lead, it ripped apart with the lead plug remaining in the device header. All the other leads were able to be retrieved without any complication. Subsequently, the lv lead was surgically abandoned and the lv port of the new device was plugged. The patient will continue to be monitored. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was planned to be explanted and replaced due to normal battery depletion. During the ICD replacement, this left ventricular (lv) lead could not be retrieved out of the ICD header after loosening the screw. The screw cover was completely removed and it was unscrewed until the lead tip was visible. The lv lead was unable to be retrieved from the device header. After multiple attempts to pull the lv lead, it ripped apart with the lead plug remaining in the device header. All the other leads were able to be retrieved without any complication. Subsequently, the lv lead was surgically abandoned and the lv port of the new device was plugged. The patient will continue to be monitored. No additional adverse patient effects were reported. A segment of the lv lead that remained in the device header was returned along with the device.

Manufacturer narrative:
Laboratory analysis of the returned lv lead confirmed that only the terminal pin segment was returned, as the lead had been torn around the circumference approximately 20 millimeters from the terminal pin. Dried blood and body fluid were noted on the terminal pin opening and terminal insulation. No obvious silicone-to-silicone bonding was noted on the lead terminal insulation. However, device header seal ring marks or indents were noted on the terminal insulation in two locations indicating pressure between the seal rings and terminal insulation. The indent locations were cloudy in appearance, and it was determined this may be a sign of either slight bonding between the device inner seal rings and lead insulation, or the presence of residual body fluid. The distal end of the terminal was deformed indicating the segment was grabbed with a tool. The lead's terminal pin diameter was measured and was within the expected diameter specification.